Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01313. It was reported the patient took multiple falls, causing the ipg to flip in the pocket and the leads to be tangled. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was repositioned to its correct orientation, and leads were straightened to address the issue. No intervention was undertaken on that date in regard to the leads and additional intervention may be taken at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after taking a fall, the patient's system was auto reducing, and the lead had high impedances. Surgical intervention may be undertaken at a later date to address the issue.